Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed, however, based on similar reported device complaints the most likely cause for the reported event is attributed user handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur.¿ also, ¿when used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.¿

Event description:
The user facility reported that during a hystero-ablation procedure, there were two incidents where there was a pop, the hf cable became disconnected from the working element and there was a spark/small flame observed. The hf cable was reconnected and the intended procedure was completed. No patient or user injury was reported. In addition, the electrosurgical generator (esu) settings were 100/cut, 100/coag. No error messages were noted during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found the cord is completely detached from the plug that connects to the electrosurgical generator unit. A microscope inspection revealed the damaged area has traces of burnt, charred deposits on the internal wiring with melted insulation which are signs of thermal damage. Both of the connectors appeared to be normal. No functional testing was performed due to the damaged cable.